Event description:
It was reported that there was a perforation. A greenfield filter was implanted on an unknown date. On (B)(6) it was noted that a perforation had occurred. In addition it was noted that the filter was tilted. No further patient complications were reported.